Event description:
The reporter stated that the valve did not pump. It was in contact with a patient. No other information was provided. Integra has requested information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.